Manufacturer narrative:
Section d4: primary UDI corrected section d4: the device serial number at the time of the event is unknown. Device serial number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review and data spanning approximately 17 days was reviewed ((B)(6) 2024 ¿ (B)(6) 2024 per timestamp). On (B)(6) 2024 from 10:54:37 ¿ 10:54:54 while connected to the mpu, a no external power alarm activated due to a loss of alternating current (ac) power. The alarms resolved shortly after activating due to external power being restored to the mpu. The backup battery was able to provide support to the system during the event. No other notable alarms were active in the log file. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the mpu, the cause of the no external power event, if the mpu has the v-lock on the ac power cord, and if any equipment was exchanged or would be returned for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mobile power unit were unable to be reviewed due to the serial number information not being provided. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Review of the event log file revealed a no external power event while connected to the mobile power unit (mpu) on (B)(6) 2024 from 10:54:37 to 10:54:54 due to a loss of ac power.